Event description:
End user was using her walker in her residence, a cross member on the walker broke causing end use to fall; end user was injured.

Manufacturer narrative:
No further information was provided as to the extent of the injuries or if medical intervention was sought. Will continue to follow up once more information becomes available.